Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that during implant different positions of the lead were attempted in of the right ventricle to achieve a higher value of ventricular sensing. The physician noticed that it was difficult to insert stylet in rv lead. On fluoroscopy image the physician noticed that there was a problem on the screw of lead, it was impossible to expose it completely. This lead was not implanted.